Event description:
During use for a cardiopulmonary bypass procedure, the cardioplegia monitoring module did not display a 40 ml volume administration. There was no adverse consequence to the patient as a result of this event.